Manufacturer narrative:
Updated data: h6 h11 updated product analysis: additional analysis was performed with the support of manufacturing and r d subject matter experts. The actuator was removed; deformation was evident to the screw gear underneath the external slider. The screw gear was opened and a detachment was observed to the outer shaft underneath the screw gear, with the middle member exposed. Twisting and deformation were evident to the outer shaft at both sides of the detachment site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9, h2, h3, h6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle closed and capsule partially open. Delamination was evident to the proximal end of the capsule. Upon full retraction of the handle the capsule moved minimally to expose the valve. The deployment knob and the trigger were unable to retract or advance the capsule any further. Fully advancing the handle did not close the capsule. It was not possible to deploy the valve. The reported positioning difficulties could not be confirmed through analysis. The reported inability to recapture could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evproplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was loaded and crimped by a certified nurse under supervision. After 3/4 release of the valve, x-ray imaging determined that the valve was in a slightly high position. When attempting to retract the valve back into the delivery catheter system (dcs), it did not retract completely. The dcs handle was turned all the way, but x-ray showed that the valve did not retract completely into the dcs. The valve was not implanted. A new dcs, compression loading system (cls), valve, and sterile saline were used. The new system was successfully loaded and crimped, and the valve was implanted with the dcs working properly. No patient complications have been reported as a result of this event.